Event description:
Caller (nurse of pt) alleged imprecision with inratio meter. Daughter of pt also called to report discrepant results compared with the dr's meter. Results as follows: date: (B)(6) 2011, inratio: 3.3, dr's meter: 3.6.

Manufacturer narrative:
Investigation pending.